Event description:
Per report "new device -defective". Further statement " this is a brand new device used only 3 times, less than 30days old." Device not cutting. Additionally- device was reported to have the front circuit pcb has burned components and engineering wants the leep to review. Ref: (B)(4).

Manufacturer narrative:
Reference : (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 3/19/19 under wo #258555 & 265279 and shipped on 6/7/19. Manufacturing record review: DHR's 258555 & 265279 were reviewed and non-conformities, unrelated to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed a couple similar reported complaint conditions. No additional detail on what the issue could be was available on the complaints. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on RMA 299500 and received 8/26/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. However, the housing seam between the front plate and the chassis was noted to have a black char residue. Once opened, the source of the char was internal damage to the display board components, r9 & r14. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : an initial investigation by technical operations (csi's engineering dept.) Has indicated resistors r9 and r14 were burnt out due to being exposed to current outside their rating. The source of the power burning out the resistors has been determined to be t6, one of the transformers on the device. The root cause of this issue has been attributed to under rated resistors and lack of specification on the t6 transformer. Correction and/or corrective action CAPA 731 has been issued to process the investigation and planned corrective actions. A review of complaints on record has determined a very low occurrence for this issue. New boards received have been checked for variable output from the (t6) transformer before accepting into stock. The proposed plan is to have the transformer vendor inspect all new units using newly provided specifications and update the resistors to a higher rating. No further training required at this time. Was the complaint confirmed? Yes.

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Per report - "new device - defective". Further statement " this is a brand new device used only 3 times, less than 30 days old." Device not cutting. Additionally - device was reported to have the front circuit pcb has burned components and engineering wants the leep to review. (B)(4).